Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers failed and did not detect on the communication bus, during dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed to detect on the communication bus. The field service engineer (fse) removed the back panel and reseated the row board cables which resolved the issue. The pharmacist tested the system and confirmed that the station functioning properly. The system functioned as intended after the field service engineer repaired the device.